Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery in (B)(6) 2014 and mesh and ventralex hernia patch were implanted. It was reported that the patient experienced pain, recurrence, and additional surgery. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/20/2018 additional information: hernia recurrence occurred additional narrative: it was reported that the patient underwent a hernia repair surgery on (B)(4)2014 and physiomesh was implanted. It was reported that following insertion the patient experienced ventral hernia recurrence.

Manufacturer narrative:
Date sent to FDA: 12/20/2019. Additional narrative: it was reported that the patient underwent a mesh revision on (B)(6) 2016 due to recurrent right inguinal hernia.